Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found the screw of the flow sensors was not completely fixed and the vaporizers were not completely fitted to their slot. The flow sensor and vaporizers were fixed to their position, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit showed the bellows cannot be driven error message and set air was not given. There was no reported patient injury.